Manufacturer narrative:
The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement test. There was no motor error alarm and the motor passed the motor test. The insulin pump passed the displacement, rewind, basic occlusion, self-test and unexpected restart error tests. The insulin pump passed all operating currents tested within specific range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corner and minor scratches on the display window.

Event description:
Customer's mother reported via phone call motor error alarm. Customer's blood glucose reading was unknown. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer was able to rewind the insulin pump and the alarm occurred during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.